Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tsb45 staples did not form but did cut the tissue. The case was converted to an open procedure to complete the case.